Event description:
The customer reported failing startup on the coulter lh 780 hematology analyzer and noticed a leak consisting of blood and diluent near pinch valve vl45/48, under the right side of the instrument. The customer stated that three to five milliliters of fluid leaked and was not contained within the instrument. The operator was wearing personal protective equipment consisting of gloves and a laboratory coat at the time of the event and no injury or exposure was reported. No erroneous results were generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer's site. The fse evaluated the instrument and found a small crack in the differential mixing chamber, causing the leak. The fse proceeded to replace the differential mixing chamber to resolve the leak and the startup failures reported. The fse also noted the light scatter (ls) offset readings were trending higher but were not out of specification; the fse replaced the flow cell as a preventative maintenance. Results: failure mode of the event is attributed to a cracked differential mixing chamber. (B)(4).